Event description:
The initial reporter states that the pump free flowed. They stated that the "bolus did not stop". At the time of the complaint they stated that the complaint had occurred during testing and had no effect on a patient. Mmdg made multiple attempts to follow up with the initial reporter, who stated that they did not have any further information regarding the complaint. (Complaint-(B)(4)).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for evaluation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for investigation, the complaint could not be confirmed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump free flowed. They stated that the "bolus did not stop". At the time of the complaint they stated that the complaint had occurred during testing and had no effect on a patient. Mmdg made multiple attempts to follow up with the initial reporter, who stated that they did not have any further information regarding the complaint. (B)(4).